Event description:
During surgery, it was found that the package and the sticker indicates as 10mm however the product itself in this package was found to be 12mm. This was found because the nurse tried to assemble the plug to the inserter (B)(4) however it could not be assembled, thus she checked the plug and found this. A back up product was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding an incorrectly sized component involving a seidel bone plug was reported. The event was confirmed. Visual inspection of the returned pack and bone plug confirmed that the bone plug was a 12mm and not a 10mm as per the label description. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no similar events for the reported lot. Visual inspection of the returned component confirmed that the bone plug was in fact a size 12mm instead of a 10mm. Ncr was issued to investigate this event.

Event description:
During surgery, it was found that the package and the sticker indicates as 10mm however the product itself in this package was found to be 12mm. This was found because the nurse tried to assemble the plug to the inserter ((B)(4)) however it could not be assembled, thus she checked the plug and found this. A back up product was used.